Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an applicator deployment occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. On approximately (B)(6) 2025, the patient inserted a new wearable device and was waiting for it to pair. Upon checking the display, the device continued to show ¿searching for device.¿ shortly thereafter, the patient lost consciousness and was found by his brother, who called emergency medical services (ems). Upon arrival, ems personnel noted that the wearable device was ¿not properly attached¿ and advised that it needed to be replaced. The patient later reported that the ¿wire wasn't able to get into his skin.¿ there was no documentation of the patient¿s blood glucose meter (bgm) reading at the time of the incident. The patient was treated with an unspecified intravenous (IV) medication and eventually regained consciousness, though he reported feeling ¿sluggish and weak.¿ there is no documentation indicating that the patient was taken to the emergency room (ER). At the time of the report, the patient was considered stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The applicator was provided for investigation. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was not confirmed via product. The probable cause could not be determined as the allegation was not found. The allegation was not confirmed. The probable cause could not be determined. The customer's complaint was not confirmed, applicator was fully deployed as intended. No additional patient or event information is available.